Event description:
I used the thermacare heatwrap menstrual as instructions dictated that it be used. I put it on about 11:30 am on (B)(6) 2012. It provided comfort until about 7:00 pm when I noticed a slight irritation on my lower abdomen. It felt like it was being scratched. I removed the pad to see that I had been seriously burned. The top layer of skin had been burned through and was blistered. Saw that there was a recall for some of the products with 8/2012 expiration from 2010. This product was purchased in (B)(6) 2012 with a different lot number and expiration.